Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a hole in the 6 mm, 6 cm saber percutaneous transluminal angioplasty (pta) balloon was found during inflation. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a hole in the 6mm 6cm saber percutaneous transluminal angioplasty (pta) balloon was found during inflation. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts. A non-sterile unit of ¿saber 6mm6cm 150¿ was received for analysis. Upon visual inspection, no damages or anomalies were observed. The balloon was returned deflated, and no other outstanding details were noted. For functional analysis, an inflator/deflator device was attached to the inflation port, and the balloon inflation test was performed by applying positive pressure to reach the rated burst pressure. However, the inflation pressure was not maintained due to a burst condition observed on the balloon. The balloon was inspected using a vision system, which revealed a rupture on the surface where water was leaking. The balloon surface exhibited evidence of a rupture and secondary scratch marks near the damaged border area. This type of damage is typically caused by interaction with a sharp object or mechanical damage. It is highly likely that the same factors causing the observed scratch marks on the surface also led to the damaged condition of the received device. It appears that the material near the damaged area was compromised by a sharp object from the outside of the device. The reported ¿balloon-frayed/split/torn¿ was confirmed through analysis of the returned device. However, the exact cause could not be determined. Microscopic analysis revealed scratch marks on the outer portion of the balloon and a leakage was noted coming from rupture on the balloon. It appears the balloon was punctured by the interaction of the balloon material with a sharp object or a mechanical damage. Therefore, based on the analysis provided it is likely procedural factors and/or handling of the device during preparation contributed to the events reported. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ the product evaluation does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, a hole in the 6mm 6cm saber percutaneous transluminal angioplasty (pta) balloon was found during inflation. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Event description:
As reported, a hole in the 6mm 6cm saber percutaneous transluminal angioplasty (pta) balloon was found during inflation. There was no reported injury to the patient. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.